Event description:
It was reported that the right atrial (ra) lead exhibited high out of range pacing impedances, measuring greater than 2000 ohms. Noise and oversensing was observed which resulted in inappropriate atrial tachy response (atr) episodes. Technical services (ts) recommended the patient follow-up with their device physician. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).